Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty removing the protective sheath appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.50 x 15 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. During preparation prior to use the protective sheath was difficult to remove from the balloon, but was ultimately removed. However, the bdc was not used in the procedure due to the difficulty removing the protective sheath. There was no patient involvement. A new 3.50 x 15 mm nc trek rx bdc was use to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.